Event description:
The patient stopped feeling stimulation on (B)(6) 2010; there was no known accident or incident related to this event. Additional information is being requested, a follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).